Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone: (B)(6). G4 - PMA/510(k) #: exempt h3 - device evaluated by mfg: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the coating of 'urostream hydrophilic wire guide' came off. The wire guide was not used through a needle. Unspecified stents were used with the wire guide. Resistance was observed when the user tried to release the stent. The coating came off and the metal was exposed during removal of guidewire after placement of the stents. The procedure was completed by starting with a new wire and removing and replacing all stents. Per the reporter, some of the coating was "stuck" in the stent. A section of the device did not remain inside the patient body. The patient did not experience any adverse effects due to this event.